Event description:
A report was received that the patient was having difficulty charging. A bsn engineer analyzed the patient database and determined that there was premature battery depletion. The physician replaced the ipg and the patient was reportedly doing fine after the revision procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty charging. A bsn engineer analyzed the patient database and determined that there was premature battery depletion. The physician replaced the ipg and the patient was reportedly doing fine after the revision procedure.